Event description:
Per dealer, unit does not power on. Per independent repair center, the unit will not start. The key failure was the power switch that cause the unit not to power on. Additional malfunctions were the 4 way valve caps were leaking, the hose clamps were leaking, and the pm kit was dirty.